Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple ongoing occlusion alarms occurred. Reportedly, the customer attempted to resolve the occlusions by changing out the infusion set twice, but the occlusions continued. The customer's blood glucose level was 316 mg/dl. Customer declined to further troubleshot with tandem technical support.